Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr could not provide further information. Dräger is unable to fully understand the reported event since a black screen may have certain different root causes: the display or it's backlight may have failed which makes interaction with the device difficult or impossible; the device may have performed a reboot to rectify an error condition in the processing of sw routines or the device may have fully shut down due to an issue with the supply with electrical energy. Other scenarios may apply as well but the available details do not allow a further differentiation. Age of the devie is unknown since no s/n was transmitted with the ufr. Lack of preventive maintenance would be a plausible root cause for the event - a shutdown may have occurred if mains power got lost and if the device was put into operation before with a worn internal battery. It is recommended to have the device checked by trained personnel and to have it repaired if necessary. Original spare parts shall be used if a repair is needed. Remark: the pizhou people's hospital has filed similar user facility reports in the past without contacting the local dräger s&s organization in any of the events. The descriptions of event were almost the same, "black screen during use", no s/n transmitted. Dräger always reached out to the contact person named in the ufr but no further information could be obtained in any of these cases. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results of the manufacturer.

Event description:
It was reported that the device's screen suddenly went black during use. There was no detail in the report which would reasonably suggest that the event led to health consequences for a patient. It can even not be excluded that indeed there was no patient involved - the ufr did not contain patient data. This report is filed in abundance of caution.